Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient stated skin started getting itchy on (B)(6) 2018, and the sensor was removed on (B)(6) 2018 due to itchiness. The skin on the outside of the arm was red and swollen with red bumps that branched out beyond where the adhesive patch had been in contact with skin. On (B)(6) 2018 the patient saw a doctor and was diagnosed with contact dermatitis and prescribed clobetasol propionate. At the time of contact, it was indicated that the patient was okay. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.